Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
Same case as MDR ID: 2134265-2010-02838. It was reported that during a percutaneous coronary interventional (pci) procedure, a burr entrapment occurred. Vascular access was obtained through the femoral artery. The de novo lesion was located in the severely calcified and non tortuous left anterior descending (lad). The 1.50mm rotalink plus was advanced over a rotawire guide wire through an unspecified guide catheter twice for rotational ablation of the lesion and upon the third attempt, the burr became stuck in the left main and the motor stalled. The physician deep seated the guide catheter further and pulled firmly in attempt to remove the burr with no success. It was suspected that the tip of the guide catheter was damaged. The burr catheter was cut from the advancer connection and the physician wrapped it around his hands and pulled firmly, successfully removing the burr and guide catheter. Two unspecified stents were implanted and post dilated with a quantum maverick balloon catheter. It was reported that the left circumflex was occluded at this stage. The procedure was completed with this device. No further patient injuries or complications were reported. The patient's status was reported as "stable".